Event description:
It was reported patient underwent a total right hip arthroplasty in (B)(6) 2005. Subsequently, patient alleges elevated metal ion levels. There has been no reported revision procedure. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. Manufacture date ¿ unknown.